Event description:
Customer reportedly obtained a result of 3.1 inr on the coaguchek pst system and 4.1 inr on the coaguchek xs system during duplicate testing. Result of 3.1 inr was reported to the doctor and medications were not changed. No adverse event reported. Requested return of suspect system for evaluation.

Manufacturer narrative:
This medwatch is for suspect device in the coaguchek pst system. Reference medwatch with a1 pt for suspect device in coaguchek xs system.